Manufacturer narrative:
Spacelabs healthcare's local distributor tested the reported device and was unable to duplicate any issues with the device. The distributor confirmed that the customer decided to remove the device from use and permanently retire the unit. The cause of the alleged failure to alarm could not be determined as the issue was not duplicated.

Event description:
The saudi food and drug authority notified spacelabs healthcare's distributor in june of 2023 of an event that occurred in (B)(6) 2023 where a spacelabs patient monitor had allegedly failed to alarm during an event and cardiopulmonary resuscitation (CPR) had to be initiated. CPR was successfully administered, and the patient was resuscitated. There was no additional user or event information provided to spacelabs healthcare for further analysis.